Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the atrial lead. There was also a sharp decrease in the pacing impedance. No intervention was performed. There were no patient consequences.